Event description:
It was reported that the ilet user's blood glucose was high and the caregiver indicated the user claimed to perform meal announcements that did not appear in reports, while also acknowledging the user tends to forget to announce meals. This reflects a use-related issue with meal announcements on the ilet involving the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage problem associated with missed meal announcements, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.